Event description:
A (B)(6) year old, male, underwent evar on a previous date. One main body and two iliac legs were placed. Eventually the pt presented with an endoleak. The physician was unsure if it was a type ii or type iii. On (B)(6) 2013, the physician then relined a limb on an existing cook endograft. Doctor accessed the left iliac and did 3 different runs at different angles. Had a blush at one of the limbs but seemed to be a type ii. He placed another limb in the area and relined it. Ballooned with a 32 coda balloon and still had the late blush. It is in the area where some collateral vessels are. Concluded it is a type ii leak and he closed the iliac. No alteration to the graft. Overlap of existing was good. He used a lunderquist wire to deliver the limb.

Manufacturer narrative:
Endoleaks are labeled in the IFU. Event eval: still under investigation.